Manufacturer narrative:
(B)(4). The serial number (ly20571) recorded on the complaint report matches the serial number on the returned sample. The reported lot number (18s23b0002) matches the lot number for the returned sample and packaging. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the 40cc inflation driveline tubing; no blood or abnormalities were noted to the inflation driveline tubing. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully wrapped. A bend was noted to the central lumen at approximately 5.4cm from the iabc distal tip; the central lumen was consistent with a flattened appearance at the location of the bend. A kink to the central lumen was noted at approximately 12.5cm from the iabc distal tip. No blood was noted on the returned iabc; no obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0076in-0.0080in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 1.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and the guidewire could not advance at approximately 0.8cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 72.3cm from the iabc luer, which is the location of a previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this can cause a helium leak. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure according to IFU, md found that balloon rupture. So md opened up the new kit to finish the procedure". Per the customer, it is unknown if the 2nd catheter was inserted at the same insertion site or not. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, md found that balloon rupture. So md opened up the new kit to finish the procedure". Per the customer, it is unknown if the 2nd catheter was inserted at the same insertion site or not. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure according to IFU, md found that balloon rupture. So md opened up the new kit to finish the procedure". Per the customer, it is unknown if the 2nd catheter was inserted at the same insertion site or not. No patient harm or injury. The patient status is reported as "fine".